Event description:
Boston scientific received information that this patient with a cardiac resynchronization therapy defibrillator (crt-d), received several inappropriate shocks. It initially was gradual and stable but when sinus rate was above atrial fibrillation refractory rate (afrt) of 170 bpm, therapy was delivered. Boston scientific technical services (ts) recommended increasing the afrt. Additional information revealed that all the shocks occured in the same episode and led to therapy exhaustion on the ventricular tachycardia (vt) zone. The afrt was increased to 190 bpm thereafter. The defibrillator remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.